Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 12 august 2024, a 22mm amplatzer septal occluder was selected for implant using a 10f amplatzer torqvue delivery system. During procedure, it could not be properly shaped and the 2 discs did not align properly. Therefore, it was exchanged for a new 24mm amplatzer septal occluder, but this device deformed into a cobra shape. Subsequently, it was exchanged for a third device and a 20mm amplatzer septal occluder was selected. However, this device failed to form correctly as the 2 discs were unable to align properly. Ultimately, no device was implanted and the procedure was not completed. None of the occluders were released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment or angulation/kink observed with the delivery system while attempting any of the 3 occluders. The patient was safely taken off the operating table and is in stable condition. The patient remained hemodynamically stable throughout the procedure and no clinically significant prolonged procedure was reported.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. Information from field indicated that 10f delivery system was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.